Event description:
It was reported that a system error 2240/2367 (air in set) occurred on the homechoice (hc) during peritoneal dialysis. The event occurred during dwell 1 of 5 and during troubleshooting, it was noted a clamp was open on an unused line. The technical service representative advised the home patient to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed, based on the customer report, and the root cause was determined to be use error-open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.